Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding/heavy abnormal bleeding"), post procedural haemorrhage ("lost blood") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/ lower stomach pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - removal of essure coil) and surgery ((B)(6) 2014 total vaginal hysterectomy with removal of coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, post procedural haemorrhage, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural haemorrhage, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms decreased. Were you advised of any complications from essure removal procedure? No (as written) content of communication: lost blood and had to have blood transfusion. Date of communication: unknown date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion most recent follow-up information incorporated above includes: on 4-apr-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, urinary tract infection, back pain were added. Reporter, patient demographic information, product start date, stop date updated. Event abnormal uterine bleeding added from mr and replaced with genital bleeding. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.